Event description:
On 7/14/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 7/14/24. On (B)(6) 2024, the user's mother called, reporting that the user's blood glucose (bg) was reading high with ketones present. The customer care agent advised contacting the healthcare provider (hcp) for a ketone action plan and offered assistance with troubleshooting the device after consulting with the hcp. The user's bg reached 514 mg/dl overnight, with moderate ketone levels, but no symptoms were observed. The user visited the emergency room but was not admitted or treated. On (B)(6) 2024, the customer care agent followed up with the user's mother about the event. The mother reported the user experienced frequent high bg levels, occasional infusion set site leaking, and adhesive issues with the convatec inset (23", 6mm) teflon cannula infusion set. The agent recommended switching to the convatec contact detach (23", 6mm) steel cannula infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device data confirms a period of hyperglycemia after a dinner meal announcement on the date of the reported event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was likely caused by a failed infusion site, resulting in insufficient insulin delivery.